Event description:
The reporter stated that his customer notified him that they had an 8dct shiley tracheostomy tube cuff that would not stay inflated. The failure occurred during an MRI procedure. The tracheostomy tube had been in the pt for 3 days. They replaced the tracheostomy tube. When they tested the tracheostomy tube in water, they found that the leak was in the seam of the pilot balloon.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.